Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead polarity switched due to a high bipolar impedance of greater than 2000 ohms. Subsequently, there were four high impedance values of greater than 2000 ohms recorded in unipolar as well. Numerous false high ventricular rate episodes were stored due to unipolar noise.